Event description:
It was reported that the patient's left ventricular (lv) lead caused diaphragmatic stimulation in all vectors resulted in discomfort. The lead was explanted and replaced. The patient was in stable condition.